Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported "on (B)(6), a PICC 4fr groshong catheter was inserted, and at the end, it was observed that a drop of serum appeared between the transparent part and the catheter. Serolized in push and extravasation observed again at the same site. During the passage of the catheter, nothing that called attention was observed. For patient safety, as we administer chemotherapy in our service, I opened a new catheter and used a new repair." No other information was provided.